Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was flying in an airplane and during dinner. Customer's blood glucose was 400 mg/dl. Reportedly, the customer performed a pump reset and the alarm was cleared, and customer continued to use the pump for insulin therapy.